Manufacturer narrative:
The referenced pump exchange was reported under medwatch report# 2916596-2018-00707. The serial number of the device was not reported; therefore, the manufacture date, age of device and unique identifier are not available. The patient remains on going with the implanted device. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient received a pump exchange for thrombus. During the procedure in the operating room (or), the vad clinician attempted to stop the lvad using the system monitor. The correct procedure was performed which reflected the usual countdown, however, the count jumped from 15 seconds, to 82 seconds, then 81 seconds and then froze, and the pump did not stop. The process was tried again with the same result. The lvad clinician proceeded to unplug the system monitor patient cable from the power module and disconnected/reconnected the driveline from the system controller. The lvad clinician then tried again to stop the pump via the system monitor and succeeded. No additional information was provided.

Manufacturer narrative:
A specific cause of the reported event could not be determined. The submitted system controller log file data does not appear to suggest a system monitor related issue. No additional information was provided, and no further issues were reported. Product disposition indicated system monitor remains in use. As a result, the complaint file will be closed with no further actions. If the product is returned at a later time, the complaint will be re-opened. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.